Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a unit of floseal poured into particulate form. It was further reported that after mixing the thrombin mixture with the bovine gelatin, the gelatin was coalesced with thrombin, but the consistency was not fluid. This event occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. The returned unit was labeled for single use. The reported condition was verified as there was reconstituted gelatin mixture inside the floseal gelatin syringe, the mixing syringe, and loosely outside the syringes in the box. The reconstituted mixture was dried. There was no visible difference between the reconstituted mixture in the floseal syringe and the mixing syringe. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.